Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue that was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. Customer's blood glucose (bg) level was 140 mg/dl. Customer reverted to manual injections for insulin therapy. The following day, customer reported that bg was elevated due to use of manual injections. Customer was in the hospital and reported the cause was unrelated to pump or supplies. Customer declined to provide the reason why hospitalization was required.